Event description:
The customer reported to olympus that the visera pro xenon light source did not power on. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a blown fuse. During device evaluation, it was found that the high-brightness detection lever could not be pressed, which is also a reportable malfunction. In addition, service found the high intensity mode was non-functional. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon (1): ¿do not turn on power" was reproduced, and it was determined to have been caused by blown fuses. Phenomenon (2): ¿the high-intensity detection lever cannot be pressed" was reproduced and it was found to be due to a failure in the scope connector. Phenomenon (3): ¿do not enter the high brightness mode" occurred and was determined to be due to a failure of an optical system component. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.